Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  A request to return the device has been made and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
See (B)(4) for the original deceased notification. It was reported that the customer passed away at a friend's home. The customer received emergency medical assistance over a 10 day period due to the pump not working. The customer was in dka. The cause of death was dka. The caller stated that the customer possibly had a stroke ¿ customer had bled through her nose when her father went to identify the remains. The customer¿s blood glucose was unknown at the time of death. It is unclear if the customer was using the insulin pump at the time of death, but the customer was connected to a set and the reservoir was full of insulin. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.